Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified the device is seen with a rupture. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "several hard areas," and a "pocket of fluid in between a portion of the calcified capsule." Further clarification was provided on the event of "hard areas" as "presumed to be calcified capsules."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.